Event description:
It was reported that a revision took place due to fluctuation pace impedance measurements exhibited with this lead with values getting as low as 67 ohms. In addition, oversensing was noted and a difficulty determining the right ventricular (rv) lead pacing thresholds leading to risk of loss of capture. This lead was thus surgically abandoned and replaced with a competitor lead. No additional adverse patient effects were reported.